Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer had not initially taken any steps to address the issue, but after receiving guidance, they were instructed to inspect the site and educated on the proper use and timeline for cartridge replacement. The customer acknowledged this information, was instructed to replace supplies as necessary, and to resume insulin use.